Event description:
It is reported that the device was implanted in 2004, and that the pt was revised in 2009 due to a fractured implant.

Manufacturer narrative:
Evaluation summary: the patella was not returned for eval, nor were x-rays or add'l info provided. The alleged complaint suggest that the fracture of the pt's patella called for an open reduction and internal fixation of the patella as treatment. There are no indications as to what caused the fracture, or that the implant was involved in anyway. Cause cannot be definitively determined. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer. Inc considers the investigation closed.